Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture (intraoperative). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant. During implantation surgery on (B)(6) 2019, the physician noticed the silicone was seeping though the implant and then removed the implant from the patient's right side. The physician stated that the implant looked damaged.

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. Leak testing was performed and it revealed a tear in the anterior aspect measuring approximately 0.1 cm. Microscopic examination was not performed to avoid compromise the device integrity. No other anomalies were discovered. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% visual inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/20/2019, mentor became aware that incorrect patient code was mistakenly submitted in the initial report. It should be noted that the surgery was prolonged by 10 minutes, but there was no reported additional risk to the patient. Manufacturer¿s reference number: (B)(4).